Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient with a wireless neurostimulator (wens). Information was reported that the patient's trial started on (B)(6) 2018. On (B)(6) 2018 the rep directed the patient to move to a new group as normal protocol and she wasn't getting benefit from this group. The lead pull was to be today, but at the appointment the wens was interrogated, and error message was seen (unknown) and no information was retained in the wens. Everything was wiped out. The rep replaced the wens and will be returning in. The patient's trial will be extended. The rep reported during the trial the patient would get occasional increase or decrease in stimulation. The rep also reported the patient didn't get benefit from the trial so far. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.